Manufacturer narrative:
Pi lab confirmed the reactivity of the s antigen on our retention capture-r ready-screen (3) plate using retention capture-r ready indicator red cells, lot 221209. Controls performed as expected. All s positive test wells exhibited the expected reactivity. Retention performed as expected. The customer's submitted sample was received after the expiration date of the implicated product. No testing was performed in the product investigation laboratory using the returned sample.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a patient sample with capture-r ready screen 3 (crrs3) on a galileo echo. Testing was performed using customer using capture-r ready indicator red cells (crric) lot 221209.